Event description:
It was reported that the patient received a vibratory alert due to low impedance. Reproducible with provocation testing. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.